Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycaemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient been admitted to the emergency department with hypoglycaemia on (B)(6) 2026. The patient's blood glucose levels were 8.8 mmol/l (158 mg/dl) at 8:15pm that evening; they then administered a bolus for dinner. Shortly after, their blood glucose levels began to drop; the patient ate dinner and changed their pod. Around 8:50pm the patient noted a scheduled basal delivery of 0.65 units after which their glucose level dropped rapidly, the blood glucose level declined to reading as "low" (less than 40mg/dl (2.2 mmol/l)). The patient reported they went to bed but do not recall doing so. The patient stated that there was "a noticeable delay between the priming sequence and the cannula firing". The patient reported their partner found them moaning, semi-conscious with additional symptoms of confusion, sweating, nausea and drooling. The patient stated their partner attempted to give sugar water unsuccessfully; following this, their partner called an ambulance for assistance. The paramedics removed the pod and administered intravenous glucose before transporting the patient to hospital. The patient was then treated with further intravenous glucose and a new pod was applied. They experienced a hyperglycaemic event while hospitalised following the administration of intravenous glucose which read as high (over 400mg/dl (22.2 mmol/l)). The patient was discharged the following day once their blood glucose level stabilised to 8 mmol/l (144 mg/dl). (On (B)(6) 2026). The patient kept the removed pod, noted it was wet with insulin the next day, and later silenced it by placing it in a freezer. A report has been submitted under (B)(6) for the reported pdm issue.